Event description:
It was reported that a system controller failure alarm began to sound indicating a communication failure, and the system monitor screen went black. The controller was replaced with the backup controller and everything returned to normal. The main controller did not connect to the power module and log files were unable to be obtained from it. Log files from the pump and backup controller were submitted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.